Event description:
On (B)(6) 2011, mother reported blood glucose was elevated and patient was not receiving insulin. Patient switched to injection therapy on day of report as blood glucose elevated to 507 mg/dl and he had moderate ketones. Normal blood glucose is 160-200 mg/dl. One infusion set leaked insulin. Patient woke up and the infusion site and the bed were wet. Patient has used the infusion device for 2 weeks, and this concern began on (B)(6) 2011. Headsets are inserted with the insertion device, and this procedure causes pain for patient. Mother was educated on site locations and possible interaction with muscle tissue. One cannula appeared bent when it was removed. No errors were received on the infusion device. Insulin cartridge and tubing are changed every 3-4 days and the headset is changed every 2 days. An audible click occurs when the tubing is connected to the headset. Infusion sets were replaced and requested for evaluation. Patient was also sent 2 different types of infusion sets and educational material, and an appointment was scheduled with a clinical specialist. Mother provided follow-up on (B)(6) 2011. He received new infusion sets and no other concerns were reported. The patient did not require treatment from a health care professional or second party to address the issue.